Event description:
It was reported that the device was used during a laparoscopic donor nephrectomy. The device was reloaded for the third time to fire across the renal artery. It was difficult to fire the device and the staples did not form properly. The surgeon was able to control the bleeding with another device and the case was completed successfully.